Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The battery status was found to be 80 percent. The device never activated the eri status. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery status was 80 percent and the pacemaker never declared eri. There was no indication of a device malfunction.

Event description:
This information was originally reported on a fu report by mistake. Submitting the initial report now as requested by FDA. Ous MDR - it was originally reported that this device was explanted due to battery depletion. However, we were informed this device was not explanted due to battery depletion. It was explanted due to an elective upgrade to a crt device. Therefore, there was no complaint against the device.

Manufacturer narrative:
The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The battery status was found to be 80%. The device never activated the eri status. At a next step the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery status was 80% and the pacemaker never declared eri. There was no indication of a device malfunction.

Event description:
Ous MDR - it was reported that the device was explanted due to battery depletion. No adverse patient side effects were reported. The device is under analysis at the moment.

Manufacturer narrative:
(B)(6) 2016 - we were informed this device was not explanted due to battery depletion. It was explanted due to an elective upgrade to a crt device. Therefore, there was no complaint against the device.